Event description:
A doctor reported a case of strong postoperative inflammation following an intraocular lens (iol) implant procedure. A vitrectomy was performed. No bacterium was detected, therefore; aseptic endophthalmitis was suspected. The lens remains in the eye. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for the cartridge use. The manufacturing investigation has not identified a root cause to date.

Event description:
Additional information was provided indicating that the patient had experienced loss of eyesight prior to treatment. The patient was treated with oral and ocular medication.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Manufacturer narrative:
Additional information provided.

Event description:
Additional information was provided that hyperemia was confirmed. The result of bacterial cultivation was negative and poor response towards antibiotics was noted. Symptoms recovered after surgical treatment.

Manufacturer narrative:
Evaluation summary: the photo evaluation was provided by a company physician. Although a true assessment may not be completed based on the provided pictures, the observations may be compatible with post-operative intraocular inflammation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing.